Event description:
Patient reported neck pain when yawning and laughing and had their settings adjusted, but this did not help. It was then determined that the discharges that were painful in the neck area occurred randomly and when the patient touches the area. An emg signal picture as well as an x-ray images were sent in. The generator location, connector pin being fully inserted and the feedthrough wires being intact could not be assessed as only a view of the patient¿s neck showing their lead was received. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop or bend could not be seen in the image provided. No tie-downs were present. Due to the image provided, it could not be assessed whether a portion of the lead was routed behind the generator or the lead wires being intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s pain could not be determined based on the images provided but could be possibly related to the lack of strain relief present. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out. No known surgical intervention has occurred to date. No other relevant information has been received to date.